Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator in which fio2 (fraction of inspired oxygen) is out of specification. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the fi02 was out of specification. As a resolution, the flow valve and oxygen blender were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.